Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in a female patient who had essure (batch no. 857590) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), inflammation ("inflammation nos"), immune system disorder ("immune disorder"), alopecia ("hair loss"), gastrointestinal disorder ("bowel issues"), pelvic pain ("it was on my left side pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2013. At the time of the report, the allergy to metals, inflammation, immune system disorder, alopecia, weight increased, gastrointestinal disorder, pelvic pain and back pain outcome was unknown. The reporter considered allergy to metals, alopecia, back pain, gastrointestinal disorder, immune system disorder, inflammation, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : medical device removal most recent follow-up information incorporated above includes: on 1-jul-2020: medical record received. Reporter added. Lot number added .medical device removal event was deleted . We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('remove mine') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('remove mine') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2019: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of allergy to metals ('nickel allergy') .in a female patient who had essure (batch no. 857590), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), inflammation ("inflammation nos"), immune system disorder ("immune disorder"), alopecia ("hair loss"), gastrointestinal disorder ("bowel issues"), pelvic pain ("it was on my left side pain"). And back pain ("back pain"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2013. At the time of the report, the allergy to metals, inflammation, immune system disorder, alopecia, weight increased, gastrointestinal disorder, pelvic pain and back pain outcome was unknown. The reporter considered allergy to metals, alopecia, back pain, gastrointestinal disorder, immune system disorder, inflammation, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report: medical device removal. Lot number#: 857590, manufacturing date: 2011-05, expiration date: 2014-05. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('remove mine') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced allergy to metals ("nickel allergy"), inflammation ("inflammation nos"), immune system disorder ("immune disorder"), alopecia ("hair loss") and gastrointestinal disorder ("bowel issues") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, allergy to metals, inflammation, immune system disorder, alopecia, weight increased and gastrointestinal disorder outcome was unknown. The reporter considered allergy to metals, alopecia, gastrointestinal disorder, immune system disorder, inflammation, medical device removal and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media was received. New events nickel allergy, inflammation nos, immune disorder, hair loss, weight gain, bowel issues was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('remove mine') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced allergy to metals ("nickel allergy"), inflammation ("inflammation nos"), immune system disorder ("immune disorder"), alopecia ("hair loss"), gastrointestinal disorder ("bowel issues"), pelvic pain ("it was on my left side pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, allergy to metals, inflammation, immune system disorder, alopecia, weight increased, gastrointestinal disorder, pelvic pain and back pain outcome was unknown. The reporter considered allergy to metals, alopecia, back pain, gastrointestinal disorder, immune system disorder, inflammation, medical device removal, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: it was on my left side pain, back pain and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.